Manufacturer narrative:
Based on the information provided on oct 05 2016 that alleged the patient's wound developed maceration, kci could not determine that the alleged event was related to v.a.c.® therapy. As of nov 4 2016, kci had no information to exclude the need for surgical intervention to resolve the maceration (e.g. Surgical debridement). Based on the additional information obtained on nov 08 2016, the nurse stated that the maceration reported by the home health nurse on (B)(6) 2016 was reversible maceration and had resolved without the need for any surgical intervention. Evaluation of the unit did not reveal evidence of any operational malfunction. Kci has deemed this event not reportable based on the information received on nov 08 2016. Device labeling, available in print and online, states: ensuring dressing integrity. It is recommended that a clinician or patient (in the home) visually check the dressing every two hours to ensure that the foam is firm and collapsed in the wound bed while therapy is active if not: -identify air leaks by listening with a stethoscope or moving your hand around the edges of the dressing while applying light pressure. -if a leak source is identified, patch with additional drape to ensure seal integrity. -caution: use as few layers of drape as possible. Multiple layers of the v.a.c.® drape may decrease the moisture vapor transmission rate, which may increase the risk of maceration, especially in small wounds, lower extremities or load-bearing areas. Maintaining a seal. Maintaining a seal around the dressing is key to successful v.a.c.® therapy. Recommendations to maintain the integrity of the seal: -dry the periwound area thoroughly after cleansing. A protective skin barrier preparation may be used to prepare the skin for drape application. -for delicate periwound tissue or in areas that are difficult to dress, apply protective skin preparation and frame the wound with transparent film or hydrocolloid dressing or other appropriate barrier.

Event description:
On (B)(6) 2016, the following information was reported to kci by the home health nurse: the patient experienced a lot of drainage between the skin and the drape with leakage and the wound developed maceration while on the v.a.c.® therapy unit. On (B)(6) 2016, the following information was reported to kci by the physician's nurse: the maceration reported by the home health nurse on (B)(6) 2016 was reversible maceration and had resolved. The maceration did not require any surgical intervention and the patient has since met wound healing goals and is no longer on v.a.c.® therapy. On (B)(6) 2016, the device was tested per quality control (qc) procedures by kci field service, and the unit passed the qc checks and met specifications. On (B)(6) 2016, the device was placed with the patient. On (B)(6) 2016, the device was tested per qc procedures by kci quality engineering, and the unit passed the qc checks and met specifications. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit.